Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 5:30am. The patient's diabetes management is not known and it is not clear what action the patient took in response to the reported power issue. According to the csr's documentation, the patient reportedly developed symptoms of "confusion, dizziness, and unquenchable thirst" an hour and half later; however, the patient denied receiving any treatment after the alleged issue began. During troubleshooting, the csr verified the subject meter's batteries did not need to be replaced (per owner's booklet recommendation), the patient was not using the subject meter for the first time, and there was no misuse of the lfs product. The csr also noted that the patient did not have all of her testing supplies available. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.